Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. The device was delivered in (B)(6) 2021 (date unknown) and was used that evening. The reaction occurred the next day. The patient experienced bleeding painful gums. The device was misplaced (B)(6) 2022 and the bleeding stopped 9-7-22. Once the device was found (B)(6) 2022) the device was used four consecutive days (exact date unknown). There has been no bleeding since (B)(6) 2022. The patient is sensitive to pseudoephedrine and has a history of hypertension. With regards to the device: the device was rinsed with water prior to delivery as did the patient.

Manufacturer narrative:
The device has been returned. When the investigation is complete a supplement will be submitted. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot 11229 and confirmed no material defects or changes could be detected. Probably a mechanical irritation is the cause, no manufacturing deviation or abnormalities are known. E-pro 4.0 - lot#11667 (erkoloc-pro) was manufactured from june 29, 2021 and was assigned an expiration date of june 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data: b2, d4, h6 (health effect - clinical codes, type of investigation code - 3331, investigation conclusions code - 22). Corrected data: b5, h4, h6 (health effect - impact code, type of investigation code - 4114, investigation findings code, and investigation conclusions code - 4315). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006 manufacturer reference: (B)(4).

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. The device was delivered in (B)(6) 2021 (date unknown) and was used that evening. The reaction occurred the next day. The patient experienced bleeding painful gums (developed red, bleeding and white blisters). The device was misplaced (B)(6) 2022 and the bleeding stopped (B)(6) 2022. Once the device was found ((B)(6) 2022) the device was used four consecutive days (exact date unknown). There has been no bleeding since (B)(6) 2022. The patient is sensitive to pseudoephedrine and has a history of hypertension. With regards to the device: the device was rinsed with water prior to delivery as did the patient.